Manufacturer narrative:
(B)(4). Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip and stained end cap sticker. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Pump received without original belt clip and battery cap.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the pieces were missing and reservoir and battery compartment had cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.